Event description:
It was reported that 5 days post-op, a small amount of purulent drainage was noticed at the suture sites. Pt was given keflex 600mg x 4 days prophylactically. The site was not cultured. The sutures were removed. Pt is fine.